Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's tip broke inside the patient. Fragmented pieces were recovered, and nothing was left inside the patient. The procedure was continuing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was grasping when the reported issue occurred. The site was unaware of what the surgeon believed caused the instrument to break. The instrument was in use about an hour prior to the reported incident. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. Fragments were retrieved under visualization with another robotic instrument. The surgeon visually saw the break, and then retrieved the pieces. Then outside of the patient, the broken pieces were put back together to make sure no pieces were left behind. The procedure was completed with another new instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator at the distal end. A piece approximately 0.185" x 0.684" in size was missing and not returned with the instrument. The complaint was confirmed by failure analysis. Additional observations not reported by site that are related to the primary failure: 1). The instrument was found to have a dislodged grip tip. The grip tip is approximately 0.185" x 0.684" in size was missing and not returned with the instrument. 2). The instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.